Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). Investigation summary: bd had not received any samples for investigation. A total of 29 retained samples were subjected to functional tests, with 5 of these samples resulting in stopper issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout based on retain sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, stopper creepout was seen with 8 tubes. No adverse impact was reported regarding the patient or user.